Event description:
It was reported that a patient called technical services wanting to know if there has ever been an event where a patient had watering eyes as a result of an allergic reaction to stents. The patient had 3 resolute integrity stents implanted. About 3 weeks after the procedure, the patients eyes started constantly watering and then 7-8 days later hives broke out on their hands, feet and groin at which time the doctor took the patient off their ace inhibitor and the hives cleared. An allergist was consulted, who worked on changes to their medication which resulted in clearing the rash/hives, however the watery eyes remained. The patient states that they are positive for allergies to polymers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.